Manufacturer narrative:
Status and location of the device are currently unknown.

Event description:
A physician reported a patient experienced post-operative disengagement of a mesa small stature deformity screw tulip. It is unknown if the patient will be or has been revised.

Manufacturer narrative:
Visual inspection: x-ray image shows the tulip of the mesa screw completely disengaged from the threaded shaft. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per IFU: attach a handle to the mesa polyaxial screw inserter. Ratcheting handles are available in both pear and t-handle styles. The ratchet mechanism is selected by turning the metal portion of the handle to the left or right to engage forward and reverse positions or in the neutral position to fix the ratchet. After the pedicle screw pathway has been prepared and proper screw length and diameter have been determined, the appropriate implant is selected and loaded for screw insertion using the mesa screw inserter. It is important to grasp the implant by the screw shaft while simultaneously applying an upward force to engage the screw onto the screwdriver shaft. A root cause cannot be determined as there is not enough information provided to determine one. Possible root causes include excessive patient post op activity, patient non-fusion, excess torque applied to the blockers during final tightening, poor fixation construct, improper screw hole prep, improper screw insertion, and/or poor bone quality.

Event description:
A physician reported a patient experienced post-operative disengagement of a mesa small stature deformity screw tulip. It is unknown if the patient will be or has been revised.